Manufacturer narrative:
No request for MFR's service.

Event description:
The customer reported that the ventilator was alarming due to a high blower temperature occurrence. The customer reported the ventilator was in use on a pt and there was no pt harm. A high blower temperature occurrence may result in a vent inop condition during normal ventilation mode use. A vent inop alarm displays on the screen. Turns on remote alarm interfaces, and disables oxygen flow and blower operation. The pt must be placed on another means of ventilatory support. The hospital biomedical engineer reported he was unable to duplicate the reported problem. Upon eval, the biomedical engineer reported the fan filter in the device was dirty and causing the reported problem. The filter was cleaned and there have been no reported recurrences of the initial reported event.